Event description:
It was reported the patient's blood glucose level rose to over 350 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was leaking insulin. As treatment, the pod successfully activated a new pod.

Manufacturer narrative:
The pod was received fully deployed. After opening the pod, corrosion was observed on the linkage assembly. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak was found at the back of the nail head of the soft cannula and an internal tear on the soft cannula, approximately 0.1440 inches from the nail head, was also observed. This leak contributed to the observed corrosion within the device. Due to the internal tear, the exposed portion of the soft cannula could not be tested for leaks. The cause of the reported event could not be determined.